Manufacturer narrative:
B3 - corrected to: 08-oct-2023 in the initial MDR. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -6.5 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a same length/model lens due to refractive surprise. The problem was resolved. The cause of the event was reported as unknown.